Event description:
At 11:30/a on 10/15, the pt obtained a reading on his on touch profile meter of 71 mg/dl. His 5:30/p result was 75 mg/dl. It was reported that although he had not been ill (vomiting), he had been weak. Because he was not feeling well, he was transported to the hosp by his parents where at 6/p, a laboratory blood glucose result of 548 mg/dl was obtained. The pt was admitted for elevated glucose (treatment unknown). Quality control tests designed to detect potentially inaccurate results are not performed. In addition, alcohol is used to clean the meter, a practice which is warned against in the product's instructions for use.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.